Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the lead could not find a stable position due to patient anatomy and the lead came out during slitting. Another lead was implanted. No patient complications have been reported as a result of this event.